Manufacturer narrative:
Based on the description of the reported event, the likely cause of the reported detachment would be attributed to incorrect or incomplete installation of the cover by user facility personnel. The light handle cover was being utilized with a harmonyair a-series surgical lighting system at the time of the reported event. The harmonyair a-series surgical lighting system operator manual includes instructions for installation of a disposable light handle cover within chapter 6 operating instructions: installing disposable light handle cover. Steris performed in-service training to the user facility on the proper use and operation of the lb83 light handle cover specifically, proper installation practices. A complaint review was performed and confirmed this to be an isolated event for the subject lot. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their light handle cover detached and fell into the sterile field contacting the patient. No report of injury.